Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A caregiver contacted (B)(4) regarding assistance with a check supply line alarm while using the homechoice (hc) during a fill cycle, while refilling the heater. The caregiver explained that all the bags were empty, so he disconnected the heater bag and added a new one. The caregiver then wanted to bypass the refill stage. (B)(4) advised the caregiver would need to end therapy because the setup was compromised from attaching a new bag. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint was not confirmed in the lab due to a lack of sample. From the data within the complaint information, the cause was an empty supply bag. Use error of patient connecting a new solution bag to the heater line also occurred. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).